Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, on the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good post- procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.